Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, the device was not able to fire. A new handle and reload were used to complete the case. There was no patient injury.